Event description:
The manufacturer received information alleging an issue related to bipap device's sound abatement foam. The patient alleged visualization of black particles on the side of the filters and in the water tank. There is no allegation of serious or permanent harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.